Manufacturer narrative:
The lot number for the reported device was not provided. A ship history was performed and identified three potential lot numbers shipped to this customer. The review identified lot 26030136, 25954450, 25947002 as potential fiber lot numbers that were likely present at the facility.a review of each of the lot numbers manufacturing records confirmed that the devices met all material, assembly and performance specifications. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information provided, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during preparation of a photoselective vaporization of the prostate procedure, the console did not move past the preparation screen when connecting the fiber; therefore, the fiber became unusable. The procedure was cancelled. A patient outcome of no injury was reported.